Event description:
Cardiovascular technologist discovered foreign object debris in the ray tech gauze during the pre-case instrument count. It was ultimately decided to discard the entire pacemaker pack and open a new pack for the case. The sterile field was not yet on the patient and all possible contaminants had no contact with the patient. The sterile packing was sealed and intact prior to opening of the pacemaker pack. The doctor was notified at the time of this discovery.